Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('dislocation of essure wire from cornua / essure migrated to the tubes / failure to occlude'), benign neoplasm ('two tumors, non-cancerous') and cholecystectomy ('cholecystectomy') in a 31-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar I disorder. (B)(6) 2018 - transvaginal examination: "uterus, cervix and tubes" is a 87.7 g, 8.3 x 5.9 x 3.7 cm uterus with bilateral fallopian tubes. The serosa is tan-pink, smooth and glistening. The white, smooth, glistening ectocervix measures 3.2 x 2.4 cm and has a 0.5 x 0.5 central, ovoid os. The cervical canal measures 2.7 x 0.9 cm and has tan, glistening, mildly corrugated mucosa. The endometrial cavity measures 3.5 x 2.5 and has tan-pink, glistening, smooth mucosa with adherent clotted blood. The endometrial thickness is 0.1 cm. The myometrium is tan-pink and trabecular and measures 1.4 cm in thickness. The left fallopian tube measures 9.5 x 0.5 cm and has a 0.3 x 0.3 x 0.2 cm paratubal cyst that is 3.5 cm from the fimbriated end. The right fallopian tube measures 7 x 0.4 cm. Bilateral tubal ligation clips are seen in the proximal fallopian tubes. The anterior surgical margin will be inked blue and the posterior black. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have benign neoplasm (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 years 11 months after insertion of essure (ess205). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced allergy to metals ("nickel allergy"), the first episode of urticaria ("hives") and pruritus ("itching all the time"). In (B)(6) 2014, the patient experienced arthralgia ("daily pain in hip, right"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), drug hypersensitivity ("allergic or hypersensitivity reaction to pain medications"), abdominal distension ("bloating"), inflammation ("inflammation"), headache ("headaches"), chest pain ("chest pain"), burning sensation ("burning arm"), pain ("sore body"), hypoaesthesia ("arm is numb from shoulder to elbow"), mass ("bump\lump"), kidney infection ("kidney infection"), cystitis ("bladder infection"), nipple exudate bloody ("bloody discharge from nipple"), feeling abnormal ("brain fog"), the second episode of urticaria ("hives"), cholecystitis ("gall bladder inflammation") and procedural pain ("post procedural pain") and was found to have teratoma ("teratomas"), weight decreased ("weight loss") and lymphatic system neoplasm ("lymph node tumor"). The patient was treated with surgery (removed and total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, benign neoplasm, cholecystectomy, dyspareunia, arthralgia, endometriosis, allergy to metals, fatigue, vaginal infection, urinary tract infection, depression, drug hypersensitivity, headache, teratoma, chest pain, burning sensation, weight decreased, pain, hypoaesthesia, mass, kidney infection, cystitis, nipple exudate bloody, lymphatic system neoplasm, feeling abnormal, the last episode of urticaria, cholecystitis and procedural pain outcome was unknown, the migraine and weight increased was resolving and the vaginal discharge, pruritus, abdominal distension and inflammation had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, benign neoplasm, burning sensation, chest pain, cholecystectomy, cholecystitis, cystitis, depression, device dislocation, drug hypersensitivity, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, hypoaesthesia, inflammation, kidney infection, lymphatic system neoplasm, mass, migraine, nipple exudate bloody, pain, pelvic pain, procedural pain, pruritus, teratoma, urinary tract infection, vaginal discharge, vaginal infection, weight decreased, weight increased, the first episode of urticaria and the second episode of urticaria to be related to essure (ess205). The reporter commented: on (B)(6) 2008 visit for tubal ligation status was reported. Current weight 191 lbs. Approximate weight at the time of essure placement 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: failure to occlude (close) fallopian tubes. Ultrasound scan vagina - on (B)(6) 2018: uterus, cervix and tubes is a 87.7 g, 8.3 x 5.9 x 3.7 cm uterus with bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraine, vaginal discharge, depression, cholecystectomy, endometriosis, pelvic pain, device ineffective and device dislocation. Lot number: 509814. Manufacturing date: 2006-01. Expiration date: 2008-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('dislocation of essure wire from cornua / essure migrated to the tubes / failure to occlude'), benign neoplasm ('two tumors, non-cancerous') and cholecystectomy ('cholecystectomy') in a 31-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar I disorder. On (B)(6) 2018 - transvaginal examination: "uterus, cervix and tubes" is a 87.7 g, 8.3 x 5.9 x 3.7 cm uterus with bilateral fallopian tubes. The serosa is tan-pink, smooth and glistening. The white, smooth, glistening ectocervix measures 3.2 x 2.4 cm and has a 0.5 x 0.5 central, ovoid os. The cervical canal measures 2.7 x 0.9 cm and has tan, glistening, mildly corrugated mucosa. The endometrial cavity measures 3.5 x 2.5 and has tan-pink, glistening, smooth mucosa with adherent clotted blood. The endometrial thickness is 0.1 cm. The myometrium is tan-pink and trabecular and measures 1.4 cm in thickness. The left fallopian tube measures 9.5 x 0.5 cm and has a 0.3 x 0.3 x 0.2 cm paratubal cyst that is 3.5 cm from the fimbriated end. The right fallopian tube measures 7 x 0.4 cm. Bilateral tubal ligation clips are seen in the proximal fallopian tubes. The anterior surgical margin will be inked blue and the posterior black. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have benign neoplasm (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 years 11 months after insertion of essure (ess205). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced allergy to metals ("nickel allergy"), the first episode of urticaria ("hives") and pruritus ("itching all the time"). In (B)(6) 2014, the patient experienced arthralgia ("daily pain in hip, right"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), drug hypersensitivity ("allergic or hypersensitivity reaction to pain medications"), abdominal distension ("bloating"), inflammation ("inflammation"), headache ("headaches"), chest pain ("chest pain"), burning sensation ("burning arm"), pain ("sore body"), hypoaesthesia ("arm is numb from shoulder to elbow"), mass ("bump\lump"), kidney infection ("kidney infection"), cystitis ("bladder infection"), nipple exudate bloody ("bloody discharge from nipple"), feeling abnormal ("brain fog"), the second episode of urticaria ("hives"), cholecystitis ("gall bladder inflammation") and procedural pain ("post procedural pain") and was found to have teratoma ("teratomas"), weight decreased ("weight loss") and lymphatic system neoplasm ("lymph node tumor"). The patient was treated with surgery (removed and total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on 7-jun-2018. At the time of the report, the pelvic pain, device dislocation, benign neoplasm, cholecystectomy, dyspareunia, arthralgia, endometriosis, allergy to metals, fatigue, vaginal infection, urinary tract infection, depression, drug hypersensitivity, headache, teratoma, chest pain, burning sensation, weight decreased, pain, hypoaesthesia, mass, kidney infection, cystitis, nipple exudate bloody, lymphatic system neoplasm, feeling abnormal, the last episode of urticaria, cholecystitis and procedural pain outcome was unknown, the migraine and weight increased was resolving and the vaginal discharge, pruritus, abdominal distension and inflammation had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, benign neoplasm, burning sensation, chest pain, cholecystectomy, cholecystitis, cystitis, depression, device dislocation, drug hypersensitivity, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, hypoaesthesia, inflammation, kidney infection, lymphatic system neoplasm, mass, migraine, nipple exudate bloody, pain, pelvic pain, procedural pain, pruritus, teratoma, urinary tract infection, vaginal discharge, vaginal infection, weight decreased, weight increased, the first episode of urticaria and the second episode of urticaria to be related to essure (ess205). The reporter commented: on (B)(6) 2008 visit for tubal ligation status was reported. Current weight 191 lbs. Approximate weight at the time of essure placement 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: failure to occlude (close) fallopian tubes. Ultrasound scan vagina - on (B)(6) 2018: uterus, cervix and tubes is a 87.7 g, 8.3 x 5.9 x 3.7 cm uterus with bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraine, vaginal discharge, depression, cholecystectomy, endometriosis, pelvic pain, device ineffective and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received. New events: headache, chest pain, burning sensation, weight loss, sore body, numbness, mass, kidney infection, bladder infection, numbness, lymphatic system neoplasm, foggy feeling in head, hives, cholecystitis, post procedural pain were added. Event device ineffective clubbed with device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('dislocation of essure wire from cornua / essure migrated to the tubes / failure to occlude'), benign neoplasm ('two tumors, non-cancerous') and cholecystectomy ('cholecystectomy') in a 24-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes" on (B)(6) 2007. The patient's medical history included bipolar I disorder. (B)(6) 2018 - transvaginal examination: "uterus, cervix and tubes" is a 87.7 g, 8.3 x 5.9 x 3.7 cm uterus with bilateral fallopian tubes. The serosa is tan-pink, smooth and glistening. The white, smooth, glistening ectocervix measures 3.2 x 2.4 cm and has a 0.5 x 0.5 central, ovoid os. The cervical canal measures 2.7 x 0.9 cm and has tan, glistening, mildly corrugated mucosa. The endometrial cavity measures 3.5 x 2.5 and has tan-pink, glistening, smooth mucosa with adherent clotted blood. The endometrial thickness is 0.1 cm. The myometrium is tan-pink and trabecular and measures 1.4 cm in thickness. The left fallopian tube measures 9.5 x 0.5 cm and has a 0.3 x 0.3 x 0.2 cm paratubal cyst that is 3.5 cm from the fimbriated end. The right fallopian tube measures 7 x 0.4 cm. Bilateral tubal ligation clips are seen in the proximal fallopian tubes. The anterior surgical margin will be inked blue and the posterior black. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have benign neoplasm (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced allergy to metals ("nickel allergy"), urticaria ("hives") and pruritus ("itching all the time"). In (B)(6) 2014, the patient experienced arthralgia ("daily pain in hip, right"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), drug hypersensitivity ("allergic or hypersensitivity reaction to pain medications"), abdominal distension ("bloating"), inflammation ("inflammation") and headache ("headaches") and was found to have teratoma ("teratomas"). The patient was treated with surgery (removed and total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, benign neoplasm, cholecystectomy, dyspareunia, arthralgia, migraine, endometriosis, allergy to metals, fatigue, vaginal infection, urinary tract infection, depression, drug hypersensitivity, headache and teratoma outcome was unknown, the vaginal discharge, urticaria, pruritus, abdominal distension and inflammation had resolved and the weight increased was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, benign neoplasm, cholecystectomy, depression, device dislocation, drug hypersensitivity, dyspareunia, endometriosis, fatigue, headache, inflammation, migraine, pelvic pain, pruritus, teratoma, urinary tract infection, urticaria, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2008 visit for tubal ligation status was reported. Current weight 191 lbs. Approximate weight at the time of essure placement 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: failure to occlude (close) fallopian tubes. Ultrasound scan vagina - on (B)(6) 2018: uterus, cervix and tubes is a 87.7 g, 8.3 x 5.9 x 3.7 cm uterus with bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraine, vaginal discharge, depression, cholecystectomy, endometriosis, pelvic pain, device ineffective and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events: headaches, teratoma were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('dislocation of essure wire from cornua / essure migrated to the tubes'), benign neoplasm ('two tumors, non-cancerous') and cholecystectomy ('cholecystectomy') in a (B)(6) female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes" on (B)(6) 2007. Medical conditions: (B)(6) 2018 - transvaginal examination: "uterus, cervix and tubes" is a 87.7 g, 8.3 x 5.9 x 3.7 cm uterus with bilateral fallopian tubes. The serosa is tan-pink, smooth and glistening. The white, smooth, glistening ectocervix measures 3.2 x 2.4 cm and has a 0.5 x 0.5 central, ovoid os. The cervical canal measures 2.7 x 0.9 cm and has tan, glistening, mildly corrugated mucosa. The endometrial cavity measures 3.5 x 2.5 and has tan-pink, glistening, smooth mucosa with adherent clotted blood. The endometrial thickness is 0.1 cm. The myometrium is tan-pink and trabecular and measures 1.4 cm in thickness. The left fallopian tube measures 9.5 x 0.5 cm and has a 0.3 x 0.3 x 0.2 cm paratubal cyst that is 3.5 cm from the fimbriated end. The right fallopian tube measures 7 x 0.4 cm. Bilateral tubal ligation clips are seen in the proximal fallopian tubes. The anterior surgical margin will be inked blue and the posterior black. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In august 2007, the patient experienced vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have benign neoplasm (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced allergy to metals ("nickel allergy"), urticaria ("hives") and pruritus ("itching all the time"). In (B)(6) 2014, the patient experienced arthralgia ("daily pain in hip, right"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), drug hypersensitivity ("allergic or hypersensitivity reaction to pain medications"), abdominal distension ("bloating") and inflammation ("inflammation"). The patient was treated with surgery (removed and total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, benign neoplasm, cholecystectomy, dyspareunia, arthralgia, migraine, endometriosis, allergy to metals, fatigue, vaginal infection, urinary tract infection, depression and drug hypersensitivity outcome was unknown, the vaginal discharge, urticaria, pruritus, abdominal distension and inflammation had resolved and the weight increased was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, benign neoplasm, cholecystectomy, depression, device dislocation, drug hypersensitivity, dyspareunia, endometriosis, fatigue, inflammation, migraine, pelvic pain, pruritus, urinary tract infection, urticaria, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2008 visit for tubal ligation status was reported. Current weight 191 lbs. Approximate weight at the time of essure placement 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraine, vaginal discharge, depression, cholecystectomy, endometriosis, pelvic pain, device ineffective and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received ¿ reporter¿s information was updated and new reporters were added. Patient¿s information was updated, lab data was added, essure lot number and removal date were provided. Furthermore, the event injury was replaced with event dyspareunia, and the events two tumors, cholecystectomy, pain in hip, migraine, vaginal discharge, device ineffective, endometriosis, nickel sensitivity, fatigue, vaginal infection, urinary tract infection, depression, hives, itching, allergic reaction to analgesics, weight gain, bloating and inflammation were added. On 20-sep-2019: mr received ¿ reporter¿s information was updated and new reporters were added. Patient¿s information was updated, lab data and the events pelvic pain and device dislocation were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.